Event description:
After placement into the patient, the pressure wire would not equalize. The pressure wire was removed and replaced with no harm to the patient. Clinical site corresponds directly with the manufacturer rep on event details and product returns. Manufacturer response for pressure wire, (brand not provided) (per site reporter).